Event description:
Right eye began experiencing burning sensation on the evening of (B)(6) 2011. User removed contact lenses. On (B)(6) 2011, user put new pair of contact lenses in eyes. By the end of the day, the burning sensation was intense, eye were red and irritated. User removed lenses from both eyes. On (B)(6) 2011, user was unable to keep eyes open because of heightened sensitivity to the light. Went into eye doctor on the afternoon of (B)(6) 2011. On (B)(6) 2011, pt was diagnosed with an inflamed eye, given a prescription for antibiotic drops for eyes, and advised not to wear contacts until another exam on (B)(6) 2011. Pt received letter from (B)(6) on (B)(6) 2011 advising that the MFR of avaira contacts was voluntarily recalling certain lot numbers of contact lenses that had silicone oils still on them. The pt's contact lenses were not among those in the voluntary recall. Date of use: (B)(6) 2011.